Event description:
The customer's mother stated that the customer had high blood glucose levels (482 mg/dl) because the cannula had been dislodged from the insertion site. She also noticed that the cannula was kinked. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the insertion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.